Event description:
A lipid infusion was set to infuse a vtbi of 52 mls at a rate of 8 ml/h, however the report suggests that approximately 45 minutes into the infusion the device alarmed for near end of infusion. When the clinician checked the syringe, there was only 7 mls left. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of an overinclusion was confirmed. Visual inspection identified that the syringe sizing assembly bracket was damaged; the syringe sizing mechanism was dislodged from the syringe sizing potentiometer and not transferring the movement / position of the syringe sizing clamp to the potentiometer which was in a fixed position. The pcu and syringe module event logs identified that the syringe selected was a monoject 3.0ml syringe. The confirmation of the incorrect syringe model has resulted in the reported overinfusion due to the difference between the rates of travel (mm/ml) of the selected syringe model (monoject 3.0ml) and the loaded syringe model (bd plastipak 50/60ml). The root cause of the customer¿s experience was that the user had inadvertently misaligned / dislodged the syringe sizing mechanism and then confirmed a bd plastipak 50/60ml syringe as a monoject 3ml syringe and started the infusion at 8.0ml/h.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A lipid infusion was set to infuse a vtbi of 52 mls at a rate of 8 ml/h, however the report suggests that approximately 45 minutes into the infusion the device alarmed for near end of infusion. When the clinician checked the syringe, there was only 7 mls left. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.